Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had white-clouded area; adhesive around objective lens had white-clouded area; adhesive around light guide lens was peeled; paint on suction-cylinder was peeled; plastic distal end cover (c-cover) had a dent; forceps channel port was shaved; connecting tube had a buckling; connecting tube had a wrinkle; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited air/water supply issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.